Event description:
It was reported from (B)(6) that during pre-testing assessment, it was discovered that the motor seized and was running rough on the power drive device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized and was running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.